Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant x-ray, the atrial lead was found to be dislodged. It was explanted and replaced with an active fixation variant. The patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
(B)(6).